Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, the reported alarm could not be confirmed, and it could not be determined if the pod successfully delivered insulin. A crack was noted in the microchip of the pcb. Multiple internal components were damaged. There were indentation marks on the inside of the top housing that aligned with the deformed reservoir cap. This damage occurred after assembly of the device, allowing for impact between the top housing and internal components. It could not be determined if this damage occurred during use, or if this damage contributed to any alarm.

Event description:
It was reported that the patient's blood glucose levels reached 322 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Method of treatment was not provided.